Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, during a repeat ercp procedure, a piece of the balloon used during the first ercp was found inside the patient's duodenum and was retrieved with an unknown device. It is unknown whether the piece was latex material of the balloon or the balloon with the distal tip. Therefore, this has been deemed a MDR reportable event based on the potential that the balloon with distal tip had detached and was found in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.